Event description:
It was reported that unspecified bd q syte connector experienced 10 cases of flow issues, 10 cases of being clogged/blocked, and 2 cases of leakage. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via post market survey that there were occurrences of flow rate slow (10), flow rate occluded (10), and leakage (2).

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd q syte connector experienced 10 cases of flow issues, 10 cases of being clogged/blocked, and 2 cases of leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of flow rate slow (10), flow rate occluded (10), and leakage (2).